Manufacturer narrative:
Plant investigation: the power supply was returned to the manufacturer for physical evaluation. Upon evaluation it was determined there was a charred wire from the transformer. There are no other nearby components that are damaged or charred. The power supply (as-received condition) was installed onto a test machine to test for the reported failure. The test machine was unable to power on. The power supply was removed to replace the transformer and reinstalled for testing. The test machine powered on without problems. A rinse program was completed without failures and dialysis functioned properly. The self-test program completed without any failures. There was no damage occurred to the power supply during testing. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt wire from the transformer.

Event description:
A user facility biomedical technician reported to technical support that a 2008t machine experienced not powering on upon power up. There was no patient involvement, no harm or adverse event reported as the issue occurred prior to treatment. Due diligence has been completed without obtaining resolution information. If this information becomes available, the file will be updated. The power supply was returned to the manufacturer. Upon physical evaluation of the power supply by the manufacturer, it was identified that the power supply had a charred wire from the transformer.